Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.